Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for one patient. The initial result was 10.54 uiu/ml and was reported outside the laboratory. On (B)(6) 2017, the patient was tested at another hospital using a cobas e601 analyzer and the result for a new sample was 3.96 uiu/ml. Initially, this result was believed to be correct as the doctor was expecting a normal tsh result. On (B)(6) 2017, a new sample was taken from the patient and the tsh result was 6.75 uiu/ml. The customer tested this sample again on another cobas e601 analyzer and the result was 6.78 uiu/ml. On (B)(6) 2017, the field service representative tested this sample on a cobas e602 analyzer at another site and the result was 7.06 uiu/ml. On (B)(6) 2017, the field service representative tested this sample at another hospital and the result was 6.87 uiu/ml. The patient was not adversely affected. The reagent lot number was 179010. The expiration date was requested but was not provided. The quality control was within specifications on the dates of the events. A specific root cause could not be determined. From the calibration and control data, a general reagent issue could most likely be excluded. Typical causes of this type of event include insufficient electromagnetic interference compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. Information was provided that the customer now believed the result of 3.96 uiu/ml may have been incorrect due to a preanalytical mistake or mix up with the sample. Refer to the medwatch with a1 patient identifier pt-13621 for evaluation of this result.